Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, and the following was received: what was the appearance of the suture after the wound dehiscence that occurred on the animal? Please explain. The suture was hanging out, knots were not intact at site of dehiscence. Skin was infected, inflamed with discharge at this location did the suture break post-op? Not sure. Did the suture pull out of the tissue? Yes.

Event description:
It was reported that an animal underwent mass removal procedure in 2024 and suture was used. During mass removal, the incision got infected and came apart. The suture was hanging out, knots were not intact at site of dehiscence. Skin was infected, inflamed with discharge at this location. The suture pulled out of the tissue. Additional information was requested.